Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the site experienced faults on arm 3. The customer power cycled the system between procedures. The technical support engineer (tse) reviewed the system logs and found error 32097 against arm 3. The tse informed the caller that the error was related to a hardware issue and likely to return. The site continued with the procedure and advised they would be taking the system down after the procedure. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit came in for error 32097 ac_3d. It was confirmed and replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and failed fiber tests. A gold parallelogram was installed, and the unit passed. The original was returned, and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage.